Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, customer was omitting air removal steps from load sequence. Clinical support informed customer not performing the air removal step is off label per the tandem user guide. Customer changed pump supplies to address the issue. Customers blood glucose was in the 300's mg/dl.